Manufacturer narrative:
The pump has been returned to animas and evaluated on 06/28/2016 with the following findings: the pump¿s black box showed no evidence of short battery life. There was a low battery warning observed in the black box on (B)(6) 2016 though it was attributed to normal battery usage. The pump powered on normally. The pump¿s current draws were within specifications. The alleged issue could not be duplicated. The battery compartment was found to be cracked.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The pump was returned and evaluated with no batter life issues observed. However, the battery compartment was found to be cracked.